Event description:
After 2 months of implantation, this pacemaker was removed because of erosion, and a pocket infection. In addition, the lead attached to this pacemaker was also explanted and has been reported on an MDR.